Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm 11400m mitris valve in the mitral position was explanted after an implant duration of two (2) months, 19 days due to mitral valve thrombosis [2023-00135-01]. The patient initially presented with this thrombosis and hypercoagulopathy. The explanted valve was replaced with a 27mm 7300tfx valve. There were no issues or complaints. On pod #11, the 27mm 7300tfx pericardial mitral valve was disabled via a valve-in-valve procedure due to unknown reasons [2023-00135-02]. The tmvr procedure was completed with a 26mm 9600tfx transcatheter valve.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.